Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality controls (qc) were within range on the day of event. The customer adjusted the pump and the pressure foot bar. A siemens customer service engineer (cse) was dispatched to the customer site. The cse checked and verified the integrated multisensor technology (imt) tubing, replaced x tubing, primed the system and adjusted pump rate. The cse performed calibration, which passed. The customer ran qc, which were within range. The cause of the discordant, falsely depressed na, k and cl results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed sodium (na), potassium (k) and chloride (cl) results were obtained on two patient samples on a dimension rxl max with hm instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting higher. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed na, k and cl results.